Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.insert was received for investigation and insert temperature found in specification. Insert is beyond useful life.

Event description:
While using a 30k cavitron thinsert-fg, the insert was getting hot; no injury resulted.